Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a faulty main board. However, it was not possible to further identify the cause of the defect. As there was no information received of clear misuse of the device, there is no labeling advisory that was deemed required or recommended for the user facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found the printed circuit board was broken. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the insufflation unit experienced an alarm on start-up and was unusable. The issue occurred during preparation for use in an unspecified therapeutic procedure. There was no delay. There procedure was completed using a similar device. There were no reports of patient harm.